Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving no delivery alarms. The customer's blood glucose was 220 mg/dl. Troubleshooting did not occur as the customer was disconnected from the phone call. No additional information provided.